Event description:
Reporter alleged a customer came into the pharmacy with hypoglycemic symptoms and he was tested with results of 135 mg/dl and 120 mg/dl on the compact plus system. The second result occurred after the pharmacist treated the customer with an apple and orange juice. Reporter stated the paramedics were called and the customer was given an IV to treat his hypoglycemia as he was taken to the hosp. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Reporter alleged a customer came into the pharmacy with hypoglycemic symptoms and he was tested with results of 135 mg/dl and 120 mg/dl on the compact plus system. The second result occurred after the pharmacist treated the customer with an apple and orange juice. Reporter stated the paramedics were called, and the customer was given an IV to treat his hypoglycemia as he was taken to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.